Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photo shows a drill in a specimen tube. Examination of the photograph is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Initial reporter foreign phone number: (B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery, the edge of the product broke inside the patient. The product was completely removed. There were no reported patient injuries. No other complications were noted.